Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator (eri) on (B)(6) 2013.